Event description:
During the procedure the customer reports the wand quite working and would not activate. No patient injury reported. A back up device was not available. It is unknown if or how the procedure was completed.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record was performed which confirmed no inconsistencies.